Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the delivery catheter system (dcs) contained a valve loaded within the capsule of dcs. The dcs capsule was partially opened and the end cap/screw gear snap fit connected. The dcs handle was intact. The deployment knob retracted and advanced the capsule and deployed the valve as expected. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. Delamination was observed over the nitinol reinforcing frame along length of the capsule. The inner member shaft and spindle hub were intact with no evidence of damage. The shaft of the dcs coiled without resistance. The reported aortic perforation and difficulty to advance could not be confirmed through analysis. Conclusion: the investigation is in progress. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that following placement of the embolic neuroprotection device (non-medtronic), the left ventricle was probed and repeated control of the correct guidewire (non-medtronic) position to the protection device was reported. Perforation of the aortic arch was reported. It was reported that interaction between the delivery catheter system (dcs) and the protection device could not be ruled out. A patient code was added to section h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated: h6. Eval code method; eval code result; eval code conclusion. Conclusion: the subject delivery catheter system (dcs) was returned for analysis. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force, potentially after tracking through patient anatomy. After a thorough evaluation, no malfunctions could be identified. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Difficulties advancing the dcs is known to be related to procedural factors, user technique, and/or patient anatomy (i.e. Angulation, calcification, tortuosity, etc.). In this case, it was reported the patient presented with a challenging anatomy. This indicates the probable cause of the advancement issues were patient anatomy. Vascular complications, such as bleeding, rupture and perforation, are known potential adverse patient effects per the device instructions for use (IFU), and are typically related to patient factors (i.e. Anatomy, comorbidities, etc.), and/or procedural effects (i.e. Sheath used, user technique, puncture cut location, etc.). In this case, per the physician, the rupture was due to calcification and a fragile aortic arch. Death is also a known potential adverse effect per the device IFU. Per the physician, the cause of death was bleeding due to a ruptured aortic arch, indicating that the patient anatomy was the probable cause of the rupture, bleeding, and subsequent death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information was received that per the physician, the aortic rupture was due to the anatomical circumstances. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information was received that it was difficult to pass the aortic arch during advancement of the dcs. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was not returned therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve a non-medtronic protection device was inserted into the aortic arch. A non-medtronic stiff guidewire was inserted to the right groin after which a medtronic sheath was inserted. The guidewire was placed in the left ventricle and the sheath was removed. The delivery catheter system (dcs) was inserted into the groin and advanced to the aorta. While passing the dcs through the aortic arch, a rupture occurred in the area of the protection device. Cardiopulmonary resuscitation (CPR) was administered. A heart and lung machine was connected but was ineffective due to a lack of blood volume. Subsequently, the patient passed away. Per the physician the rupture was due to calcification and a fragile aortic arch. Per the physician the cause of death was bleeding due to a ruptured aortic arch.